Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 01/27/2022 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: was the needle piece(s) retrieved during the same procedure? All answers above are unobtainable. Once there is any update, we will update the information. Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? What was the size of the needle used? Was more than half the needle retained in the patient?

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdk027 batch number, and no non-conformances were identified (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage as a result of searching for the needle piece? What is current condition of the patient? What was the size of the needle used? Was more than half the needle retained in the patient?

Event description:
It was reported that a patient underwent a radical resection of transverse colon cancer on (B)(6) 2021 and suture was used. During the procedure, when sewing the abdominal incision, the needle of the suture broke in half. The nurse promptly found the surgeon to stop the suture and look for the broken needle. The surgeon found the broken needle at the incision in the abdominal cavity. Changed another one to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.